Event description:
An ultrasound-guided approach was performed for cannulation without suspicion for arterial involvement, afterward dilatation was performed and rij line was placed. Shortly after a confirmatory vbg after line placement was performed showing ph of 7.35, co2 39 and a po2 of 276 concerning for arterial involvement. X-ray read as placement of right internal jugular central venous catheter with tip overlying the expected position of the svc. However, cta neck showed partially. Case was discussed with vascular surgery and cardiothoracic surgery who recommended a cardiothoracic approach. Pt underwent a sternotomy approach and line was removed. FDA safety report ID# (B)(4).